Event description:
The customer reported to baxter healthcare one (1) clearlink continu-flo solution set with duo-vent spike that separated at a bonded y-site junction. This occurred during an infusion of antibiotic doribax and 0.9% sodium chloride injection. There is patient involvement; however, no patient injury or adverse event is reported. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The lot number was not available, therefore a batch review was not completed. The sample was received for evaluation. Visual inspection showed that there was no solvent plow ridge at the end of the tubing, confirming the reported condition. Pull testing was performed; no failures were found. The root cause was determined to be an assembly problem. If additional relevant information is received a follow-up will be submitted.